Event description:
It was reported that the patient presented in clinic for follow up, upon interrogation, high voltage lead impedance was observed. The patient was sent for an x-ray imaging and will continue to be monitored. No further information is available.